Event description:
It was reported that the patient received a sharp pain after his shower. The device did not have capture at maximum outputs. Chest x-ray confirmed lead perforation. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.